Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 409 mg/dl. Customer declined troubleshooting for high blood glucose. The blood glucose reading at the time of the report was 96 mg/dl. She also reported that she would sometimes bleed excessively upon insertion. Nothing further was reported.